Event description:
It was reported that a power source alert 07 occurred. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by using different wall adapters and charging cables without success. Consequently, technical support arranged to replace the pump.